Event description:
It was reported patient underwent a hip fracture repair procedure on (B)(6) 2013. During the procedure, the cement gun would not function properly but some bone cement was able to be applied to the femoral canal. Surgeon had difficulty inserting the stem and it became stuck in the patient's femur. While attempting to remove the stem, the patient's femur fractured. As a result, a delay of more than 30 minutes occurred and a competitor's product was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under general warnings it states, "surgeon training and experience: prior to using the bone cement system surgeons should, by specific training and experience, be thoroughly familiar with the properties, handling characteristics, and application of the pmma bone cement. (See precautions and mixing technique) because the handling and curing characteristics of this cement varies with temperature and mixing technique, they are best determined by the surgeon¿s actual experience." Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the part handle functions but does not flex back completely. The product shows signs of extensive use and wear which is verified by the material analysis. Material analysis identified that the trigger return spring does not have sufficient force to push the trigger back after being actuated. This could be caused by improper cleaning or failure due to age and use. Additionally, review of DHR shows that the instrument has been in use since 2007 and support of material analysis suggest that the instrument was used beyond it useful life.